Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture due to lead twisted in the pocket and possible for twiddler syndrome. In addition, during the revision due to lead twisting in the pocket the lead pulled back causing dislodgement which was confirmed via fluoroscopy. This ra lead was explanted, replaced with the same model and will not be returned. No additional adverse patient effects were reported.